Event description:
During the preventive maintenance of a da vinci s surgical system, the intuitive surgical field service engineer (fse) found that the patient side manipulator (psm) arm failed the slow sweep test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue with the psm. The psm failed the slow sweep for the pitch. The axis 2 brake gear, axis 2 brake, and brake bearings/shaft will be replaced as fix for the reported issue. Intuitive surgical inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the psm arm failing the slow sweep test during failure analysis. Although this was found during a preventative maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.